Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported the customer received a motor error alarm during a fill tubing. The customer also reported they received a no delivery alarm. Customer's blood glucose 600 mg/dl. It was found the customer did not treat for their blood glucose at the moment. The customer couldn't recall any significant events leading to the alarm. Customer stated they were unable to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.